Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure due to upgrade. Upon interrogation during routine check prior to procedure, it was noted that the right ventricular lead exhibited high capture threshold in unipolar configuration. The bipolar threshold was stable. Upon review, it was noted that the bipolar threshold remained stable since (B)(6) 2017. The right ventricular lead was not revised and remains implanted. The patient was pacemaker dependent. The pacemaker was upgraded without any issues. The patient was discharged in stable condition post procedure and will continue to be monitored.